Event description:
The customer contact reported a leak. The tubing set was being used to deliver 500 ml of oxytocin, at a rate of 15 ml/hr, via a plum pump. At 1500, it was reported that immediately after the delivery of solution was started, the customer contact reported that an unspecified volume of solution leaked at an unspecified location of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse effects or reported delay of therapy critical to the pt or the infant. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from the same lot will be evaluated. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.